Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and an unknown mesh was implanted. Additionally, pelvisoft was implanted on an undisclosed date. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh removal surgeries on (B)(6) 2011 and (B)(6) 2012 . No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/06/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, enlarged uterus, uterine fibroids and postmenopausal bleeding and mesh was implanted. It was reported that the patient had a bard pelvisoft acellular collagen biomesh device implanted concurrently. It was reported that patient underwent mesh revision/removal on (B)(6) 2011. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.